Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6)2026, the patient experienced a skin reaction with itching, burning sensation, rash and eczema underneath the sensor pod area, which occurred an unknown day after the sensor had been inserted in unknown location. According to the report, the patient developed eczema associated with the glucose sensor. A contact allergy to acrylates contained in the sensor was confirmed. The patient consulted a skin allergy clinic and needed to change the sensor. There was no treatment documented. There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.